Event description:
It was reported that during use the foley catheter fixed water cannot be drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event is confirmed - other. This is addressed by CAPA 12474540. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted received (2758j14) which is equivalent to (1715j14). Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly with no issues. With the return syringe attached only 6.2ml deflated within 5min. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly with no issues. With the (in-house) syringe attached the catheter balloon deflated 10ml passively within 01min04sec. The complaint is against the return syringe. Per CAPA 12474540, the identified potential root cause for this failure is that the core pins used in balloon molding were found to be out of specification. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 112474540. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter fixed water cannot be drained.